Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions),h11 the getinge service territory manager (stm) that encountered the issue replaced the batteries. Repeated battery run test and confirmed unit successfully passed battery run test device passed all functional and safety tests according to factory specifications. Device was returned to customer. The following investigation was performed by the failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0146-00-0039 (2) serial numbers (B)(6) with a reported unit failure of failed battery run test at 54 minutes. The failure analysis and testing dept. Performed a visual inspection and found the batteries to be in good condition. The failure analysis and testing dept. Installed part number 0146-00-0039 (2) serial numbers (B)(6) into the cs300 test fixture serial number (B)(6) and tested the batteries to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Was able to replicate the failure of the batteries, failing the battery run-time test at 54 minutes. The factory specification is 135 minutes. The batteries failed testing. Retaining the batteries in the fat dept. Per procedure number 0002-07-d008 rev.ar.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) failed battery run test at fifty-four minutes. There was no patient involvement.